Event description:
During the procedure, the surgeon was attempting to remove the femoral component using the exact threaded stem/rasp extractors and one of the extractors snapped in the threads in the patient's proximal femur. The surgeon made multiple attempts to remove the pieces without success.